Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported the electrodes are too thick hurt his back and side all day. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised he can return the lifevest if it is too uncomfortable. Patient ended use. Follow up indicated that the pain from electrodes improved when he returned the lifevest.